Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.